Event description:
It was reported that the right atrial lead exhibited noise and over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the insulation was abraded at 7.1 cm to 7.4 cm from the connector pin which likely contributed to reported noise and over sensing. The abrasion was consistent with constant friction with another implantable device.